Manufacturer narrative:
The reported event for ipg being inoperable was confirmed. At receipt the ipg did not communicate with a lab patient programmer. The root cause is a depleted internal battery due to lack of charge. The patient stated they last successfully recharged the ipg about 5 months prior to the event date. Per document (B)(4), no product evaluation form was initiated. According to the review of prodigy MRI IFU, (B)(4), rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ the DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.